Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2009. A 7-10 x 40 mm rx acculink stent was implanted in the mildly calcified right internal carotid artery. Prior to stent placement, the patient experienced hypotension which was treated with dopamine. The hypotension resolved later that day. On the post-procedure (B)(6), partial visual field loss was noted. No treatment was provided. No stroke or transient ischemic attack was diagnosed. The patient was discharged to home on (B)(6) 2009. On (B)(6) 2009, during the patient's 30 day follow-up, it was noted that the visual field deficit was resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.